Event description:
Further information received indicated the patient reports receiving effective therapy.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. One lead was implanted at s1 and the second lead was implanted at l4. It was reported the lead located at s1 had migrated. Surgical intervention was undertaken and the lead was explanted and replaced. Also, the lead located at l4 was explanted and replaced as the physician was not satisfied with the loop that was created at the initial implant.